Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined. The root cause of the reported event cannot be determined. However, the most probable cause for this type of damage is the device coming in contact with hard or metallic object during use. The instruction manual warns users: ¿avoid contact with sharp objects as the device can be easily nicked, thereby increasing the potential for breakage.¿if additional information or if the device is received at a later time, this report will be updated accordingly.

Event description:
Olympus received a medsun medwatch report number (B)(4) stating that during a cystoscopy with ureteral stent removal while attempting to insert the sheath over the guidewire, resistance was met. Upon removal of the sheath, it was noted that the tip of the sheath was broken apart. No patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the original equipment manufacturer (OEM) device evaluation results and manufacture date. The complaint and a photo of the package and damaged dilator shaft were forwarded to the original equipment manufacturer (OEM) for their investigational purposes, but no device was forwarded to the OEM. The picture displayed a 'yellowed' label with indications of possible degradation of the polymer from exposure to light. A review of the DHR was performed and no anomalies were found. The cause of the event could not be conclusively determined; however, based on the OEM¿s investigation of similar reported event; the reported complaint can be attributed to the degradation of the polymer from substantial exposure to light.